Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The reported product involved with this event was returned for evaluation. On receipt of the product the product blister pack was observed to be open. The packaging development engineer concluded that the root cause for the open pack was undetermined. A device history record (DHR) review was performed and all manufacturing specifications were met during the time of manufacture of this product. IFU # 5400-030-701 rev. None was also reviewed and contains the note; "sterile only if the package is unopened and undamaged. Do not use if the package is open or damaged."

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device. It was also reported that it was noticed prior to the procedure. It was further reported that there was no delay or adverse consequences as a result of this event.